Manufacturer narrative:
Per chemistry results, the ir spectrum of the unknown red materials showed similar absorption characteristics when comparing to polyvinyl chloride (pvc) like material.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. UDI # (B)(4).

Event description:
It was reported that an unknown black particle was found inside of the fluid lumen of the pressure tubing during priming. There were no patient complications reported. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
We received one flotrac sensor with attached IV tubing and pressure tubing sets for examination. The reported event of ¿an unknown black particle was found inside the fluid lumen of the pressure tubing¿ was confirmed. An unknown particulate, about 1 mm x 2mm in size, was found attached to the inner wall of pressure tubing at 61.5 cm proximal from the distal end of the pressure tubing set. The particulate was partially black and transparent. The particulate was attached to the tubing surface and did not move during 5 minutes of continuous flushing. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with chemistry results once received. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.